Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the one touch ultra 2 meter is giving inaccurate high readings compared to feeling/normal readings. This complaint is classified according to the documentation of the customer care advocate, and the recorded call this medical affairs specialist listened to on april 17, 2008. The patient tests her blood glucose 3 or 4 times per day. The patient is on an insulin pump. The reporter stated since the patient had bought the lfs meter in question on approx one and a half months earlier, she has had multiple low incidents. The patient reportedly had convulsions at one point after the reported issue began. Furthermore, the reporter indicated the patient obtained a blood glucose reading of "40 mg/dl" with an old meter (unspecified meter) and a "73 mg/dl" with the lfs meter in question done within an unspecified time frame. On the day prior to original date, at 11am, the patient took insulin based on a blood glucose reading of "173mg/dl" obtained on the lfs meter. At 1:57pm, the patient obtained a blood glucose reading of "50 mg/dl" on the lfs meter and was feeling wobbly. This blood glucose reading of 50 mg/dl does correlate with the patient's reported symptoms. The reporter treated the patient with oral glucose. The patient did not test on any other device at the time of concern. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings was confirmed in the meter's memory. This complaint is being reported because the reporter claimed the patient experienced symptoms that can be associated with severe hypoglycemia after taking insulin based on the lfs meter reading. Replacement products were sent to the patient.